Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a vessel. A 1.2mmx15mmx142cm fg coyote fc (emerge) balloon catheter was advanced for dilatation. However, during the initial inflation at nominal pressure in about 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.